Manufacturer narrative:
Batch review performed on 21-apr-2020. Lot 189154: (B)(4) items manufactured and released on 20-feb-2019. Expiration date: 06/feb/2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event gmk-sphere 02.12.0512fr tibial insert fixed sphere flex #5/12 mm r lot. 187264 (k121416) batch review performed on 21-apr-2020. Lot 187264: (B)(4) items manufactured and released on 08-jan-2019. Expiration date: 17/dec/2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event gmk-sphere 02.12.0004r femoral component sphere cemented # 4 r lot. 168734(k121416) batch review performed on 21-apr-2020. Lot 168734: (B)(4) items manufactured and released on 25-apr-2017. Expiration date: 06/apr/2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Preliminary investigation revision surgery after 11 months from primary due to infection. From the pictures of the explanted components any anomalies can be revealed. Infection can be caused by multiple adverse events, not implant related. From preliminary investigation, there is no evidence that the event was caused by a faulty device.

Event description:
Revision knee surgery performed due to infection 11 months after the primary surgery, the pathogen is not known. Femur, tibia and inlay have been revised.